Manufacturer narrative:
MFR's report date: march 05, 2014. Internal file no: (B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be returned for eval.

Event description:
The customer reported a 24 hour etopside infusion ended 3 hours early. The infusion was supposed to finish at 1730 and completed at 1420. The etoposide was infusing at the correct rate of 22ml/hr. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.